Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed per out standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25095629, 25095131, and 25094443, the last 3 lots shipped to the account prior to the aware date. (The event date is not available.) There was no nonconformance recorded in the lot history. Internal complaint # - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the tip of the vasoview hemopro 2 broke into three pieces inside the pt's leg. A replacement device was used to complete the procedure. The hosp did not report any pt effects.